Event description:
It was reported the valve was explanted after five years due to a small amount of calcification on the non-coronary leaflet. Two tears were also observed; one at the site of the calcification and one on another leaflet. The valve was replaced with a st. Jude medical mechanical valve.